Event description:
A customer reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset instructions, and the customer was able to reset the pump successfully. The malfunction did not recur after the reset, and the customer was informed to continue using the pump and to call back if the issue happened again. The customer acknowledged the instructions and declined further assistance.